Manufacturer narrative:
H3: product analysis equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within its opened inner pouch. The axium prime coil used during the event was not returned. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub; however, the echelon-10 micro catheter was returned in 2 segments. The catheter body appears to have been dissected circumferentially and proximally to inner strain relief. No bends or kinks were found with the catheter body or distal tip. The distal tip appears to have been shaped. No other anomalies were observed. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length for hub segment was measured to be ~6.0cm and total length for remainder of catheter body was measured to be ~146.9cm. The echelon-10 micro catheter hub was tested for resistance with an in-house axium coil (model: qc-3-6-helix lot:7819083). The axium coil entered hub without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ was unable to be confirmed. No damages were found with the returned echelon-10 micro catheter hub that would have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance at hub¿ include failure to prepare the ancillary devices prior to use or ancillary device damage. The root cause could not be determined. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per axium prime coil IFU (instructions for use): ¿axium prime coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during aneurysm coil embolization, the coil apb-1.5-2-3d-es could not be delivered into the echelon 10. After replacing the coil with apb-1-1-hx-es coil, it also could not be advanced. The procedure was completed after replacing the microcatheter. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The access vessel was the femoral artery was 8 mm. It was noted the patient's vessel tortuosity was normal. No patient symptoms or complications associated with this event were reported. Additional information was received reporting that no causes or contributing factors for the resistance were identified. The catheter resistance was noted as being in the hub of the device. A continuous saline flush was administered and maintained as indicated in the IFU. No kink/damage was observed to the catheter, apb-1.5-2-3d-es coil, orapb-1-1-hx-es coil after removal. Apb-1.5-2-3d-es coil, apb-1-1-hx-es coil, did not come out of the introducer sheaths smoothly.